Event description:
It was reported that bd texium closed male luer with female cap was damaged the following information was received by the initial reporter with the following verbatim: however, we had an incident on friday where the texium male luer and luer lock syringe had a malfunction and there was a leak whilst administering daratumumab. On removed the male accessory from the syringe to inspect the integrity of the equipment. Upon removing this piece of equipment, it showed that the luer lock had broken off the main syringe. This meant that the syringe was left with a large opening at the tip of the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
We are oncology/haematology unit - we draw up medications such as sub cut daratumumab, pegasparasgase etc and we have used this equipment to draw up. When did the incident occur? During use. However, we had an incident on friday where the texium male luer and luer lock syringe had a malfunction and there was a leak whilst administering daratumumab. On removed the male accessory from the syringe to inspect the integrity of the equipment. Upon removing this piece of equipment, it showed that the luer lock had broken off the main syringe. This meant that the syringe was left with a large opening at the tip of the syringe.

Manufacturer narrative:
Initial MDR made in error- to be cancelled.